Event description:
Per provider, right front caster bearings fell out. Dealer states sold (B)(4) 2014 did not see unit and did not have date code from rollator. Dealer disconnected when being transferred.